Event description:
During a remote follow up, high defibrillation and pacing impedance, and r wave amplitude variation were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of impedance anomaly was confirmed in the device image, however it could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Additional findings: visual inspection of the header revealed the header was partially opaque.